Manufacturer narrative:
This is a non-us event. Event occurred in other country. The products are not sold or imported into the united states. It is being reported since it is determined to be a "similar" products to the us distributed tampons. This closed out this report unless new, significant information is received.

Event description:
Consumer reported that after using the product approximately 4 times, she experienced nausea, vomiting, diarrhea and dizziness. In 2009(two days later), she awoke with a rash on both legs. Consumer was advised to discontinue use and contact her health care professional. Three days later, the consumer saw her gynecologist. A tampon was withdrawn with no string attached. It had been inserted for 3 weeks. Patient then reported stomach cramps, mild fever, and discharge. Physician "put her on medication for toxic shock".